Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. Additionally, the foreign material inside lg-lens is due to physical stress applied to distal end, small gap was generated in lg-lens glue, and the foreign material entered inside of lg-lens from the gap. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the evis exera iii duodenovideoscope was returned for annual inspection. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the distal end and forceps elevator had foreign material and there was foreign material inside the light guide lens. The report is being submitted due to foreign material in the scope found during evaluation.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the suction cylinder was discolored, the bending angel in the down direction did not meet the standard value due to wear of the angle wire, illumination was poor due to slipping out of the light guide bundle, and the adhesive around the objective and light guide lenses was discolored and worn. This event is under investigation. A supplemental report will be submitted upon receiving additional information.